Manufacturer narrative:
(B)(4).

Event description:
It was reported by the affiliate that the patient presented with an infection eight weeks post a sleeve gastrectomy with minimizer ring procedure; still waiting for further details from the surgeon.

Manufacturer narrative:
Pi1-14q3ee1. Date sent: 10/13/2016. Assessment of operative report and microbiology results by ethicon medical: it appears that the patient developed an abscess post sleeve gastrectomy with placement of a minimizer ring. An intra-abdominal abscess was noticed 4 weeks postoperatively and was treated initially with percutaneous drainage. It appears that the percutaneous drainage did not work as the patient developed proximal extension of the abscess. Surgery was performed at 10 weeks post initial procedure to remove the minimizer ring and to drain the abscess. Culture from the abscess cavity revealed mixed anaerobes and grew strep milleri. The potential cause of the abscess could be related to contamination at the original surgical procedure. A sleeve gastrectomy is a contaminated procedure. Another cause for the postoperative abscess could be a leak from the gastric staple line or from an intragenic injury to the bowel that occurred with the initial procedure.

Manufacturer narrative:
Pi1-14q3ee1 / (B)(4). Date sent: 1/24/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6 manufacturer report number.